Manufacturer narrative:
There is no known patient involvement. While the event occurred at (B)(6) hospital, the issue was noted during maintenance by a sorin group field service representative. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). The service representative completely cleaned both tanks and removed all bio film present. The internal tubing was replaced with the new blue tubing and the blind plug was installed according to the maintenance guidelines. The customer was made aware by the technician to perform the disinfection procedure according to the current instructions for use (IFU) moving forward. All components where inspected and tested according to the manufacturers specifications and were found to be working within specifications. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU). Device evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the internal tubing of the sorin heater-cooler system 3t was replaced during service due to the discovery of biofilm. This issue was discovered by a sorin group field service representative during maintenance. There is no known patient involvement.